Event description:
Healthcare provider reported "rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI.". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported "rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI.". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b1, b3, d3, d9, g1, h3, h6.

Event description:
Healthcare provider reported "rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI." This record is for the right side. Device was explanted.